Event description:
It was reported that an ilet user experienced hyperglycemia to 358 mg/dl after eating chicken strips and pizza without announcing the meal, with glucose subsequently trending down to 305 mg/dl and then 248 mg/dl as the pump delivered automated corrections. Symptoms included confusion/ disorientation and anxiety during the hyperglycemic episode. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified related to a missed meal announcement, and the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.